Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number 400500071. Two photographs were provided for evaluation. The provided photographs show leakage occurring between the connection of the set and catheter. However, it could not be determined which item was the cause of the leak. Based on the photograph provided the defect was unable to be confirmed against the set. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: as reported by the user facility: blood leakage occurred. The clinician experienced difficulty when closing the caresite.